Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during unknown time scrub nurse noticed a small dead bug on the handle of the pulsavac. Patient impact is unknown. Due diligence is in progress for this complaint; to date no additional information or product has been received.